Event description:
It was reported that the battery was faulty. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The battery was replaced to correct the issue. The ventilator passed all tests and operated within the manufacturing specification.